Event description:
It was reported to the aci clinical specialist that following a diagnostic coronary procedure on (B)(6) 2012, the physician who is a trained user of the mynx device, chose the mynx cadence closure device 5f for femoral artery closure. A femoral angiogram was taken prior to deployment which revealed no visual calcium and/or pvd within the vicinity of puncture site. Reportedly, the balloon lost pressure upon pullback (2nd stop) to the arteriotomy and the pt was successfully converted to 20 minutes of manual compression. No add'l info was provided or could be obtained.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approx 3.5 mm from the balloon proximal tip. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1120001) indicated that the device lot met all established performance criteria prior to shipment.